Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that she passed out then had a seizure while her receiver was showing an out of range signal on (B)(6) 2014. Patient reports that her family tested her blood sugar and found it at 15 at the time of the event. Patient's family gave her sugar, and the emts came and gave patient an IV. The emts also tested patient's blood sugar and found it was 19. Patient was taken to the emergency and was given another IV. Patient left after her blood sugar levels stabilized.